Event description:
Ge telemetry system upgrade to version 3.06 resulted in intermittent audible and visual alarm failures in central telemetry monitoring center which evolved over days. This impacted multiple monitoring stations and resulted in ineffective telemetry monitoring of patients. Failure of alarm notifications impacted ability to timely recognize, respond and intervene to cardiac rhythm changes. Additional service interruptions included loss of screen visibility and loss of data.